Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly and excessive no delivery alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received the no delivery alarms after changing the infusion set and reservoir. The customer changed the infusion set and reservoir twice. The alarm was resolved by changing the complete set. While performing the displacement test, the insulin pump rewound itself and when the customer was priming, it stopped at 25.6 units. Customer's blood glucose level was not reported. There was nothing on the screen and when the insulin pump vibrated it went straight to rewind. The customer was advised that the device would be replaced and agreed to return the product for analysis.